Event description:
Customer reported that the paramedics were called and he was hospitalized due to high blood glucose and heart attack. Customer stated that the blood glucose reading was 270 mg/dl when paramedics arrived. Customer stated that he was vomiting had diarrhea, chest pain and a heart attack prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.